Event description:
01/2001-received medwatch which states the staple gun was tested, loaded and fired. The tissue was cut and the gun was opened. None of the staples had fired into the tissue. The entire staple line opened up.